Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 10 years ago. Aneurysm and vessel morphology from the time of implant are unknown. It was reported that the patient had a CT scan on an unknown date which revealed a type ii endoleak. Approximately three weeks ago as the physician was treating the type ii endoleak an angiogram revealed a distal type I endoleak on the bifurcated stent graft side. The distal type I endoleak was not seen prior to the treatment of the type ii endoleak. The cause of the distal type I endoleak was due to disease progression due to aneurysm expansion. The physician elected to treat the type ii endoleak with coil embolization and the distal type I endoleak with an endurant extension 16x10x82. The type I endoleak and type ii endoleak were successfully resolved. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (endoleak); patient's condition affected effectiveness of device (type ii endoleak, disease progression). Conclusion: device failure/lack of effectiveness related to patient condition (type ii endoleak, disease progression).